Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value. The suspect power conversion enclosure has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they were able to confirm the reported issue. To resolve the reported issue, the power conversion enclosure was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect power conversion enclosure has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system displayed an error with the collimator. The reported issue occurred part way through the calibration of the imaging system. The site then moved the imaging system out of the room and the reported issue re-occurred after invalidating the home. The surgeon opted to complete the procedure without the use of the imaging system. The site elected to complete the procedure with a c-arm. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that the power conversion enclosure passed the supplier's test. No functional problem found by supplier. However, the supplier noticed that one of the chassis cover was bent which does not contribute in any way to the reported complaint.